Manufacturer narrative:
Section h6 impact/clinical codes corrected.

Manufacturer narrative:
As reported, a 5f 125cm tempo multipurpose small diagnostic catheter broke near the tip while being delivered to the target location. The device separated in two pieces. The operator immediately paused delivery of the catheter and took measures to remove the catheter and the broken segment. The separated piece was removed with an unknown guidewire and catheter. There was no reported patient injury. The procedure was a vertebral artery stenosis surgery. There was no abnormality of the catheter found before unpacking and before use. The catheter was delivered with an unknown guidewire. The device separated in the abdominal aorta, which had normal vessel characteristics, no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. There was no resistance/friction noted between the catheter and guide prior to the separation. There was no excessive manipulation/torquing of the catheter. One non-sterile cath tempo 5f mp a1 (I) 125cm unit was received for analysis. During visual inspection, it was noted that the brite tip/distal tip was not received for evaluation. As a result, a separation was noted approximately 120cm from the proximal end. Inner diameter (ID) and outer diameter (od) measurements were taken near the damages and were found within specification. A high-magnification evaluation was conducted on the diagnostic catheter, and the separation identified during the visual analysis was confirmed. No other anomalies were detected during the high-magnification inspection. Sem analysis was performed on the separated section of the received catheter and the plastic material exhibited micro-elongations on both the internal (lumen) and external surfaces of the catheter. Additionally, material transfer was observed between what appears to be the plastic from the normal tip and the subsequent section of the tip. Micro-elongations and material transfer in plastic materials are commonly associated with localized tensile stress, deformation, and adhesion forces between previously bonded materials. Therefore, it is assumed that the catheter material was subjected to mechanical handling or tensile forces, contributing to the separation of the components. The presence of material transfer further supports the idea that both materials were originally bonded before the observed separation. The complaint reported by the customer as 'brite tip/distal tip - separated' was confirmed through product analysis and the findings suggest mechanical handling or tensile forces caused localized stress, leading to the separation. However, the exact source the excessive stress cannot be determined. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿store in a cool, dark, dry place. Do not use if package is open or damaged.¿ based on the product analysis and information available for review, there is no evidence that could be found to suggest the issue experienced is related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f 125cm tempo multipurpose small diagnostic catheter broke near the tip location during delivery to the target location. The device separated in two completely separate pieces. The operator immediately paused delivery of the catheter and took measures to remove the catheter and the broken segment. The separated piece was removed with an unknown guidewire and catheter. There was no reported patient injury. The procedure was a vertebral artery stenosis surgery. There was no abnormality of the catheter found before unpacking and before use. The catheter was delivered with an unknown guidewire. The device separated in the abdominal aorta, which had normal vessel characteristics, no calcification, no tortuosity, no stenosis, no acute angle, and no bifurcation. There was no resistance/friction noted between the catheter and guide prior to the separation. There was no excessive manipulation/torqueing of the catheter. The device will be returned for evaluation.